Event description:
The pt was implanted with a left ventricular assist device. Approx 2 years post-implant, the pt reported several red heart alarms and returned to the hosp. A review of the system controller log file revealed an intermittent pump stoppage. The pt remained asymptomatic and no injury occurred throughout the event. X-rays revealed a suspect area of the external portion of the percutaneous lead near the exit site. A repair to the external portion of the percutaneous lead was performed by the MFR's trained technical service personnel.

Manufacturer narrative:
The pt remains on lvad support with no further issues reported. The pt was reported to be doing very well since the repair and was to be discharged home the next day. The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.